Event description:
Consumer had silicone breast implant surgery for breast augmentation in 1973 (both breasts). She stated she has always had capsular contracture/scar tissue. In the last 1-3 yrs she has had numerous symptoms, including dry mouth, thyroiditis, fatigue, dry eyes, mouth ulcers and joint pain. In 1989 she was diagnosed as anemic. Dr said she had the type of anemia that shows up in long term alcoholics. She does not drink alcoholic beverages (now or ever). This last fall she underwent autoimmune screening. Sed rate was extremely high. A parietal antibody test was abnormal and her cbc was on low side of normal. One and 1/2 yrs ago her blood sugar was 117. She had an abnormal mammogram in 9/93; small nodule noted. She is scheduled for another one in 3/94. She stated that after viewing program regarding breast implants on tv and reading other info regarding breast implants she believes the implants may be the cause of her problems. She had her implants removed, one on 10/22/93 and the other one on 1/14/94. The dr said the right one was leaking silicone and the left one was so thin it burst while taking it out.